Manufacturer narrative:
Per field service engineer (fse) the issue was completed by a third party biomed. The biomed replaced the data acquisition to motor controller cable to address the recall. Patient information was requested, but no response received.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down with da pcba adc failed "and" the hospital. The staff states that they did not hear an alarm occur when the vent shut down. The customer reported that the unit was in use on patient, but there was no patient harm reported.